Event description:
It was reported that the catheter was placed midarm in the brachial vein and secured with a stat-lock. The next day, the patient was sitting in his chair when the nurse came in and saw it bleeding. The line completely separated from the pink lumen. Nurse reports that it was possible that it was tugged on/pulled when the patient was up in the chair but does not believe it should have been enough force to break off. The patient is fine and had no harm or injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one 1-l catheter for analysis. Definite signs of use were observed within the extension line and on the catheter body. Visual inspection of the returned sample revealed that the distal extension line was separated adjacent to the luer hub. Microscopic examination confirmed the damage and revealed that the edges were jagged, and portions of the extension line extrusion were within the luer hub. The damage is consistent with a manufacturing molding issue. The separation in the extension line measured 42mm from the junction hub. The distal extension line outer diameter measured 0.0943", which is within the specification limits of 0.093" - 0.097" per the extension line product drawing. The distal extension line inner diameter measured 0.056" which is within the specification limits of 0.055-0.059" per the extension line product drawing. A device history record review was performed with no relevant findings. The instructions-for-use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of a separated extension line from the luer hub was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the distal line had separated directly adjacent to the luer hub, and portions of the extension line remained within the luer hub. The damage is consistent with a manufacturing molding issue. Based on the information provided and the sample received, manufacturing molding likely caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the catheter was placed midarm in the brachial vein and secured with a stat-lock. The next day, the patient was sitting in his chair when the nurse came in and saw it bleeding. The line completely separated from the pink lumen. Nurse reports that it was possible that it was tugged on/pulled when the patient was up in the chair but does not believe it should have been enough force to break off. The patient is fine and had no harm or injury.